Event description:
It was reported that the patient presented during procedure. During procedure, it was noted that atrial failed to capture, failed to sense, and exhibited insulation damage. The reported was capped and replaced on (B)(6) 2022. There were no patient consequences.

Event description:
Additional information received noted that noise was also observed on the atrial lead.